Manufacturer narrative:
Information regarding suspect medical device: common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA # den170015. Investigation evaluation: the device was returned with one (1) unused catheter. The catheter has minor kinks throughout the length. The on/off switch is in the on position and the red activation knob is fully engaged in the handle for full activation of the carbon dioxide cartridge. Powder residue was found on the device on the on/off switch, and inside of the device at the catheter connection point. Our laboratory evaluation of the product said to be involved confirmed the report. When tested as returned, a brief puff of airflow could be heard upon button pressing, but the device did not spray powder. However, all the components were not included in the return (only one (1) catheter was returned) therefore a complete evaluation was not possible. The red activation knob was removed to examine the carbon dioxide cartridge. The carbon dioxide cartridge had no carbon dioxide remaining. The cap on the carbon dioxide cartridge shows full puncture. Using a tool, the position of the lance was checked and found to be positioned correctly inside the handle. A visual examination of the o ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, air flow could be heard but the device did not spray powder. The device was disassembled and an internal clog was observed. The tubes between the regulator and powder chamber, as well as between the powder chamber and on/off valve, have powder inside. The tubes were disconnected and the powder was removed. Clumps were observed in the powder between the powder chamber and the on/off valve. The valve also appeared to be clogged with dried powder and reddish clumps. A visual of the hole in the bottom of the powder chamber confirmed it to be open and clear. A product discrepancy or anomaly that could have contributed to this reported occurrence of unable to spray powder was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." Further, it precautions, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an emergency colonoscopy, the physician used a cook hemospray endoscopic hemostat. The patient was bleeding. When activating the carbon dioxide cartridge, the device did not work [unable to spray]. The device was not deployed prior to use, so the user realized that the device did not work when they were already positioned in front of the lesion. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.